Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited high thresholds. The lead was turned off. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.